Event description:
Pt expired 2003. No info received with device. Battery voltage 2.82 v.

Manufacturer narrative:
Data collection attempts could not provide for incomplete, missing info. It is not suspected that use or continued use of product could result in a pt's death.